Manufacturer narrative:
Batch records reviewed: final product manufacture and qc record for cov2020017. No abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retention samples from cov2020017 can meet the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation.

Event description:
Invalid result (s). Called in because she purchased a flowflex test and no results displayed. No c or t line appeared. She followed the directions exactly and waited the 15 minutes. She dispensed the sample into the s well. The desiccant pack was in the test cassette pouch. The kit was purchased at (B)(6).

Event description:
Invalid result (s). Called in because she purchased a flowflex test and no results displayed. No c or t line appeared. She followed the directions exactly and waited the 15 minutes. She dispensed the sample into the s well. The desiccant pack was in the test cassette pouch. The kit was purchased at cvs.

Manufacturer narrative:
Pending investigation from acon bio. Investigation will be conducted, and an investigation summary will be provided in a follow up MDR.